Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that during a biopsy, after navigating the needle down to the target, the surgeon locked the depth stop and it locked the needle down, but as he was rotating the needle to get samples from all 360 degrees, the needle was pushed further into the skull accidentally. The surgeon was not sure if he accidentally loosened the depth stop or if this was a defect in the needle. This caused no patient harm and no delay. After the case, no one checked the needle. There was no impact on patient outcome.